Event description:
A report was received that a pt is experiencing a mild burning sensation at the pocket site. The pt feels this sensation while the stimulation is on or off. The pt fell and has ever since felt the burning sensation. The fall was not device related, but the pt is still feeling discomfort at the pocket site. The physician recommended that the pt undergo a pocket revision.